Manufacturer narrative:
It was indicated that the sensor used during the reported event has been discarded; and therefore, could not be returned to masimo for evaluation. If new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the new rd sensor and cable connection, over time with normal use, developed "play" or "slack" in the connection causing drop-outs and the need to replace prematurely. Per customer, "no error messages or alarms - just dashes on the monitor screen." No known impact or consequence to patient.